Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device functioned as intended. There was nothing usual noted. There was no excessive bleeding, no strange sounds, the instrumented operated as indicated. The second day post-op, the patient had a small bowel obstruction. The patient was brought back the third day post-op for a re-operation. The surgeon found a significant blood clot at the jejunojejunostomy. The clot may have been the cause of the obstruction, they are not sure. The clot was evacuated. The patient did not require any type of blood products. The patient is currently okay. No return device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Dr (B)(6) just informed the sales rep that the patient seems to be doing fine and is expected to make a full recovery. Patient is a male, (B)(6), bmi in the upper 30's, no other known comorbidities, or preexisting conditions.